Manufacturer narrative:
Manufacturer investigation conclusion: the root cause of the reported event could not be conclusively determined. The center reported that the patient had a chronic, unmanageable driveline infection. The patient¿s antibiotics were changed and the driveline position was surgically moved. It was subsequently reported that the patient experienced major bleeding due to driveline revision on (B)(6) 2018. The issue was monitored and reportedly resolved on (B)(6) 2018. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a chronic unmanageable percutaneous site infection. The patient was treated with antibiotics and a driveline transposition. It was later reported that the patient suffered from bleeding after the transposition was completed on (B)(6) 2018. No further information was provided.